Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had air bubbles in the tubing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 367342, batch no: 9008656. It was reported the luer adapter was attached to the set it nicked the adapter so during the blood draw it restricted the blood flow. It created bubbling within the tubing. A 23 ga butterfly, ref#367342. Lot 9008656. The ivory color clave appeared to have what I would call a spur on the screw area so when the luer adapter was attached to the set it nicked the adapter so during the blood draw it restricted the blood flow. It created bubbling within the tubing. There was no patient harm.

Event description:
It was reported that bd vacutainer® push button blood collection set had air bubbles in the tubing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 367342, batch no: 9008656. It was reported the luer adapter was attached to the set it nicked the adapter so during the blood draw it restricted the blood flow. It created bubbling within the tubing. A 23 ga butterfly, ref#367342. Lot 9008656. The ivory color clave appeared to have what I would call a spur on the screw area so when the luer adapter was attached to the set it nicked the adapter so during the blood draw it restricted the blood flow. It created bubbling within the tubing. There was no patient harm.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. Visual inspection under magnification was conducted with the customer samples was performed and nicks were observed on the male luer adapters. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for nicks on the male luer adapters with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.